Event description:
It was reported that the customer stated that the device battery impedance and voltage was normal but that the device longevity is "greater than (B)(6) but less than (B)(6)". Premature battery depletion is suspected. The patient will be seen at their (B)(6) follow-up visit. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.